Event description:
Follow up revealed that the patient's ipg was explanted and replaced, and therapy was restored post-op.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's ipg displayed a replace generator soon message, due to possible premature depletion. As a result, the patient may undergo surgical intervention at a later date.